Manufacturer narrative:
Data log analysis recorded multiple vmot voltage range, display supply and motor overcurrent errors, which indicate a likely cause of the motor shorting vmot (24v) to ground after the pump is started. The service repair technician (srt) found a damaged cable inside the motor assembly, the internal wiring insulation was ground off leaving exposed wires which are able to short to ground in the right conditions. Further testing on the motor in the lab was conducted and the issue was still unable to be duplicated. The cable likely shifted during shipping and no longer contacts any parts to short out. The srt replaced the motor encoder as the cause of the issue. The srt replaced the display assembly and pump pod as a precautionary measure due to internal motor wiring shorting 24v to ground across these assemblies. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). This complaint is related to MDR #1828100-2015-00802. Per the subsidiary site service engineer (se) the pump powered on after a period of time. The issue was not duplicated after the se checked connector of internal wiring. The data logs were returned to the manufacturer on 15-sep-2015.

Event description:
The subsidiary service engineer (se) reported that during preventive maintenance (pm) of the device, the roller pump powered off by turning the adjustment knob. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed by data log analysis and customer supplied video. However, during the laboratory evaluation, the product surveillance technician (pst) could not duplicate the complaint. Exterior inspection revealed no signs of abuse or damage. The pst inspected all internal cabling and connections, and observed no loose connections or damaged cabling. The pst observed the roller pump to function properly with no loss of power throughout testing. The device was sent to service for further evaluation.